Event description:
The customer reported that the screen was dim, making it difficult to accurately read. There was no information regarding the impact on the customer's blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.